Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran service methods, which indicated bad mixing. The cse replaced the sample mixer and re-ran service methods, which then passed. The cse ran quality controls and a quick check, all of which passed. The cause of the discordant, falsely elevated tbil and dbil results is due to a faulty sample mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated total bilirubin (tbil) and direct bilirubin (dbil) results were obtained on one pediatric patient sample on a dimension vista 500 instrument. The discordant results were reported and were questioned by a nurse, as the tbil result did not match a previous result obtained in the normal range. A new sample obtained was tested on an alternate dimension vista instrument, resulting lower for both assays. It is unknown if the corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil and dbil results.